Manufacturer narrative:
H.6. Investigation: photos were received by bd for evaluation. A quality engineer was able to review the photos of emerald 3mlx24gx1 from lot # 9310838, regarding item # 307754 with the reported issue that, ¿half inch needle found instead of one inch needle in emerald 3mlx24gx1 pack¿. The DHR was reviewed and no half inch needle lot was run on the machine at least 4 weeks before this lot was run. DHR reviewed found no non-conformities. No customer returned samples have been received. The photographs will be used for investigation. The team reviewed the line clearance process and identified that all process are duly followed. All controls are found to be in place. As per lot manufacturing records, no similar defect was reported during in-process inspection and assembly operations. No qn was raised with any such similar defect. No such defect was found during the inspection of retention samples available at plant. The investigating team was able to simulate the reported defect and found that the probable root cause of the product mix could have happened from tuas. Bd bawal imports the bd needles from tuas. These needles come in a bulk and are dropped in the hopper to be assembled with the syringes before it is packed. There is a chance that this is a one off case of product mix that has happened in the bulk collection of the half inch needle along with 1 inch. Based on the photograph by the customer the defect is confirmed. Based on the samples and/or photo(s) received the investigation concluded that bd confirms the indicated failure, however the root cause needs further investigation with a third party for the storage conditions at the customer end. Cannula process review: ¿ cannula batch production order for t&c process was reviewed. ¿ there was no production of 24g 3/4in cannula before and after affected the cannula batches (refer to table 1). ¿ cannula without bevel point were procured from the supplier and the bevel point were generated by the tuas cannula process. If there is any mixed part (shorter cannula) from the supplier, the shorted cannula will display signs of incomplete grind on the bevel. However from the received photos, the shorter cannula (mixed part) were observed with a well pointed bevel tip and no signs of incomplete grinding. ¿ hence, the mixed part (incorrect cannula length) is not cause by the cannula process. Assembly process review: ¿ an batch production order for assembly nip 3 was reviewed. ¿ there was no production of 24g 3/4in product for 5 lots before and after affected an batch (refer to table 2). ¿ there was also no production of 24g 3/4in product at other assembly lines, nip 1 & nip 2 in the month of sep 2019. ¿ hence, the mixed part (incorrect cannula length) is not cause by the assembly process. Based on the cannula and assembly process reviewed, the mixed part (incorrect cannula length) could have occurred out of tuas manufacturing facilities. H3 other text : see h.10

Event description:
It was reported that 90 emerald syringes 3ml 24x1 an experienced a mix of product types in a pack. Product defect was noted during use. The following information was provided by the initial reporter: half inch needle found instead of one inch needle in emerald 3mlx24gx1 pack

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 90 emerald syringes 3ml 24x1 an experienced a mix of product types in a pack. Product defect was noted during use. The following information was provided by the initial reporter: half inch needle found instead of one inch needle in emerald 3mlx24gx1 pack.